Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2010. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. There was no reported patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was identified during a review of a returned homechoice (hc) device; there was no report for this alarm called in by the customer. The hc was evaluated and there was no evidence that problems with the hc contributed to the se 2240. A root cause was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).